Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised because the cup moved soon after the implant date. Cup was well fixed, but in approx 110 degree inclination angle. Medical records were received which indicate that the patient was revised to address significant metallosis within the hip secondary to vertical cup position.